Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer ran quality controls, which were within range. The cause of the discordant, falsely elevated creatinine result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated creatinine result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. The patient was scheduled for a computed tomography scan with contrast, but due to the creatinine result the scan was performed without contrast. The sample was repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated creatinine result.